Event description:
It was reported by the rep that the device was used during a laparoscopic bypass. It was reported the surgeon used one 512sd (stretched gasket). The outer gasket split and leaked carbon dioxide. It was used for the rest of the case. There was no consequence to the pt.